Event description:
It was reported via phone call that the vibration mode on the customer's insulin pump does not work. Customer's blood glucose level at the time 185mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no vibration during self test due to broken vibrator motor wire. The insulin pump has cracked case at the display window corner, minor scratched lcd window and cracked reservoir tube lip.